Event description:
It was reported that the 2600 system had a charger error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. The system is operating as intended.